Event description:
The blood glucose device read 122 mg/dl two hours prior to customer feeling sweaty and as if glucose was low so tested and result was 94/dl however fvelt lower. On a different day, it was reported device read 200 mg/dl back to back with a result of 490 mg/dl performed within 10 minutes of each other. Customer stated self treating with dietary adjustments however no medical treatment was sough or rec'd. A request was made for the return of the suspect devices and replacement product was sent.